Manufacturer narrative:
Weight of patient was not reported. The manufacturer is attempting to obtain this information. Approximate age of device: 17 days. The device was returned for analysis. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a data log file was submitted to the manufacturer for review. The data log file recorded numerous low flow events, on (B)(6) 2015. In addition, 2 pump stop events, one on (B)(6) 2015 with a second one on (B)(6) 2015. These both occurred when connected to the power module. Approximately 4 days later, the manufacturer performed a percutaneous lead evaluation and no issues were found. Log file driveline fault data appears stable. X-rays reviewed on site were found to be unremarkable. Patient is doing fine and was discharged the following day.

Manufacturer narrative:
The system controller serial number (B)(4) was returned to the manufacturer for evaluation. The device was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms properly activated when induced. The device operated on a mock circulatory loop without any notable events captured in the history. No device related functional issues were identified during the evaluation. The reported incident of pump stop was confirmed with the data contained in the log file retrieved from the returned system controller. The log file contained intermittent low flow hazard (red heart) alarm events with pump stops that were recorded on (B)(4) 2015. The pump power (from 3.8 up to 18 watts) values contained in the data log file appeared to be elevated. The analysis could not determine the root cause of the low flow hazard alarm events and pump stops contained in the data log file. No further information is available. The manufacturer is closing its file on this event.